Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2009; dtma1d1 crt-d, implanted (B)(6) 2020 . If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a routine device replacement procedure, the right ventricular (rv) lead was connected to the new implantable cardioverter defibrillator (ICD), and subsequently exhibited high/undefined impedances. The lead was reconnected to the device, and the impedances were found to be normal. Shortly thereafter, the high voltage coils both exhibited high/undefined impedances. The physician removed and reconnected the coils, and the case was completed normally. Within a few days, the rv lead exhibited multiple high/undefined impedance measurements on the rv pacing, coil, and superior vena cava (svc) coil, as well as on the left ventricular (lv) lead tip to coil pacing impedances. It was suspected that the cause was a fracture of the high voltage coil. The rv lead will be explanted and replaced. No patient complications have been reported as a result of this event.